Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with both atrial and ventricular leads that exhibited a clavicular crush. This was confirmed via flouroscopy. The ventricular lead also exhibited low impedance with no capture and sensing. During lead revision procedure on (B)(6) 2020, it was noted that the vein was occluded. A lead extraction procedure was discussed but was not yet scheduled at the time. Patient was stable. Related manufacturer reference number: 2017865-2021-00765.

Manufacturer narrative:
H6 should have included additional surgery and low impedance.

Event description:
New information notes that the right ventricular lead was explanted and replaced. The patient atrial lead had appropriate function and was not replaced. The patient was doing well before, during, and after the procedure.